Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date:the device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that the light source stopped working during a case. The procedure was converted to open procedure and completed successfully.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in dublin, ireland; therefore the reported failure cannot be confirmed. The technical service report is attached (see communication log), and indicates: fault: e2 error. The reported event involving this failure and device could have been caused by: light cable; optics; leds; main board; jaw assembly; bent esst contact; inconsistent esst contact; cable pull out; camera head; firewire cable; software; front board; power supply; thermal switch; ac inlet board; and/or use errors. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation the reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the light source stopped working during a case. The procedure was converted to open procedure and completed successfully.